Event description:
The patient received her scs system, including two leads with the same lot number on (B)(6) 2008. It was reported the patient has stimulation in the correct area, but it is no longer effective for her pain. The patient was scheduling for reprogramming. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.